Event description:
It was reported that prior to a low anterior resection procedure the jaws did not lock. The surgeon pulled hard onto the closing lever, the lever broke and the surgeon was unable to use the stapler. The surgeon had to convert to a abdominal perineal resection (apr) procedure. There were no other reported patient consequence.

Manufacturer narrative:
Date sent: 11/28/2007: information anticipated, but unavailable at this time.